Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the hospital due to a blood glucose level that ranged from 400 mg/dl to 500 mg/dl. Customer was treated with intravenous insulin and manual injections, and was released the same day with no permanent damage. Reportedly, an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.